Manufacturer narrative:
(B)(4). Field safety engineer has been sent for investigation. (B)(4). Displays "head error" message and is non-functional when rpm is set above 1500 rpm. Replace rc control board. Pm, functional test and safety check as per the device manual. All tests passed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
While service loaner unit in the repair center it starting displaying "head error" alarm at high rpm settings. No patient involvement. (B)(4).